Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indication for use was chronic low back pain and spinal pain. It was reported that the "pump is not working/shut down" and a critical alarm was heard. The patient stated she was "in a lot of pain and ill." She stated she was dropped by her previous health care provider (hcp) shortly after her appointment on (B)(6) 2017, and did not currently have a managing hcp. It was noted she saw a doctor to help with the alarm and pain but the doctor didn't know what medications to use. The patient was requesting the information of a device manufacturer representative she had worked with in the past. The patient was redirected to find a hcp to manage her pump. She noted she was going to see a doctor on (B)(6) 2018. No further complications were reported.